Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic vaginal hysterectomy procedure the plastic piece around the needle melted and fell inside the patient. The melted plastic piece was successfully retrieved from the patient. The procedure was successfully completed. No patient injury reported.